Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported.

Event description:
The patient was a thin (B)(6) tall man weighing (B)(6), for low body mass index of (B)(6). Approximately 50 ml of anesthesia fluid was injected in each axilla. After treatment, patient noticed numbness and weakness in the left first and second fingers. He could abduct his arm up to, but not above 90 degrees. He recovered strength in left shoulder abduction 20 days after treatment, although distal numbness and weakness in his first and second fingers continued. On physical examination, motor strength for shoulder abduction, elbow flexion and extension, and wrist dosiflexion was normal, but wrist volar flexion strength was grade 4 of 5 on the medical research council scale, flexion of first and second fingers was 2 of 5, flexion of other fingers was 4 of 5, and finger abduction was 4 of 5. "Ok sign" was positive, but froment's sign was negative. Hypoesthesia of the median neurotome was evident, and mild atrophy of the thenar muscles was observed. Nerve conduction study and electromyography performed to determine the injured area revealed median neuropathy with moderate partial axonotmesis and ulnar neuropathy with mild partial axonotmesis in his left arm. After nerve injuries were confirmed, he underwent physiotherapy twice daily, including neuromuscular electrical stimulation for the flexor muscles in the forearm and the thenar muscles and strengthening exercise of the finger flexors. The patient improved, neurologically and functionally, with intensive physiotherapy after 6 months of persistent weakness and numbness. Weakness of the left hand recovered after 12 months.